Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe due to error c-30. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported failure (c-30 error) was confirmed and reproduced on erbe connected to system. System logs found errors 25913 c-30 confirming the fault occurred in the field. A visual inspection found the unit has no significant scratches or dents. The front bezel is in decent condition. The erbe unit was placed on a system and was run in normal mode. The unit displayed (c-34 error on start-u and c-30 error on mono coag). The complaint was confirmed based failure analysis. Redundant measurement value for hf voltage to great with on¿ was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called in to report an issue with the integrated electrosurgical unit (iesu) or erbe. The customer stated they were still getting the c-30 faults, and the energy shield monitor (esm) had all turned yellow. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified where the power was plugged into, and the customer stated a power strip. The tse advised not to use a power strip and recommended a power cycle of the system to try and get the esm working again. The customer requested the field support engineer (fse) follow up to investigate the issue. The procedure was completed as planned with no report of patient injury.